Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the accuracy test at 11.15%. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair. Device has not previously been in for service. The reported problem of failed accuracy test was verified by functional testing. The cause is the expulsor. Trimmed down expulsor to correct the issue. The device passed all functional tests after the repair.